Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen displayed a gray screen with red and blue lines. Reportedly, the customer went swimming while connected to the pump. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.